Event description:
It was reported that after an MRI the implanted ICD would no longer send updates via home monitoring.

Manufacturer narrative:
(B)(6) 2017 - we received a device evaluation. An explant date was not provided. The device was received and analyzed. An initial interrogation with the clinical programmer revealed the battery status mos1. An amount of 17 charging cycles were documented. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. At a next step the available data and the memory content of the ICD were inspected. The inspection showed that the clinical observation resulted from the detection of an invalid memory content, which, despite several re-initializations of the device, could not be repaired. The invalid memory content was manually corrected during analysis and subsequently the device was further inspected. The therapy functionality was still fully available and the current consumption was normal and as expected. Based on the information available for analysis, the root cause of the persistent invalid memory content could not be determined. After the correction of the invalid memory content during analysis the clinical event could not be reproduced. In conclusion, the clinical observation resulted from the detection of an invalid memory content which was not correctable upon re-initialization. The root cause of the invalid memory content was not determinable based on the information available for analysis. The therapy functionality was still available at any time while the device was implanted and in service.